Event description:
A healthcare facility in (B)(6) reported that a hole was found in an rt340 adult dual-heated evaqua breathing circuit, causing it to leak. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that a hole was found in an rt340 adult dual-heated evaqua breathing circuit, causing it to leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The evaqua expiratory tube was pressure tested and visually inspected. Results: the pressure test result was outside of the required specification. Further inspection revealed that the expiratory tube was punctured about 19 cm from the patient end connector. A lot check was not performed as no lot information had been provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory tube was punctured during use. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.